Manufacturer narrative:
Technical analysis: during the examination of the claimed item 30310mws with the lot number ty 4, an age of 11 years was determined on the basis of the lot code. This means that the instrument was exposed to several sterilization and disinfection cycles over a long period of use. Defects found: visible contamination and corrosion at the defective and claimed area. A slight discoloration can be seen on the broken rivet, indicating material fatigue. Due to the long-term use of the instrument and the repeated mechanical stress, the rivet was most likely weakened. It is likely that the service life of the instrument was reached after 11 years. Due to the excessive mechanical stress caused by the higher force required, this eventually led to the breakage of the rivet and the loss of the rivet head. The corrosion and wear observed indicate that the instrument may no longer have met the safety standards and should have been discarded. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the surgery on a child, the scissors came apart and one of the jaws separated from the instrument. The scissor jaw was retrieved but the lug that holds the jaw to the main instrument was lost. Patient was x rayed by c arm on the table, but no lugs was seen. No negative impact in state of health reported. The procedure could be completed successfully with a delay of less than 15 mins. Since an x-ray was done and the location of the lug is unclear, this case is reportable.

Manufacturer narrative:
The aware date was accidently omitted form the 5th supplemental report for this event. The event is filed under internal karl storz complaint ID: (B)(4). This report is to address an error in the year entered in the initial and supplemental reports submitted for this event. The MDR number should be 9610617-2025-00011 and not 9610617-2024-00011.

Manufacturer narrative:
Apologies for the late reporting of this importer. The initial was reported on time but was mistakenly reported as a malfunction. This report is to provide an importer for a report that should have been reported as a serious injury. Corrections are made in section b1 and b2. The event is filed under internal karl storz complaint ID: (B)(4). This report is to address an error in the year entered in the initial and supplemental reports submitted for this event. The MDR number should be 9610617-2025-00011 and not 9610617-2024-00011.

Manufacturer narrative:
This supplemental report is to correct the date of the initial submission of this event. Please see section b4. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This report is to address an error in the year entered in the initial and supplemental reports submitted for this event. The MDR number should be 9610617-2025-00011 and not 9610617-2024-00011. The event is filed under internal karl storz complaint ID: (B)(4).